Manufacturer narrative:
On (B)(6) 2015 a field service engineer (fse) was dispatched, and replaced the uptake and purge valves and all errors cleared. The g8 analyzer was functioning as intended and errors cleared. No further action required by field service. The probable cause of the event was related to the check valves. A complaint history review for serial number (B)(4) was conducted from (B)(6) 2014 through (B)(6) 2015 for similar complaints. There were two similar complaints identified during the search period. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4).

Event description:
On (B)(6) 2015 a customer reported low pressures with the g8 analyzer. The customer states that the pressure comes up then drops off after a rack of about ten samples is run. A field service engineer (fse) was dispatched. The customer is unable to run hbaic patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of hbaic patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting.